Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4lbs and a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. There was no external flash error alarm during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they were putting a new reservoir in the pump and the pump was rewinding when they received a compromised force sensor system alarm. Caller stated that her husband was able to get the pump to rewind but then the alarm kept popping back up. Customer's blood glucose was 200 mg/dl. Caller stated that the customer has treated and is on his back-up plan of shots. Caller stated that the drive support cap was indented. Caller stated that no one ever touched the drive support cap while the customer was connected. Caller was advised to discontinue use of the pump. Caller was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Caller was advised that the pump will need to be replaced.